Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was damaged during implantation into the eye. While it has not been confirmed that the device has been explanted, the condition of the lens as shown in the image provided to rayner for review, indicates that lens explantation and exchange was likely. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The lens optic is extremely damaged with tears/cut pieces and there also appears to be damage to the lens haptic. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of to "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the damage to the lens.

Event description:
On 21st october 2025, rayner received notification from a healthcare facility in canada of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the iol was damaged during implantation necessitating lens explantation and exchange.